Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the occurence is a failure at syringe assembly station, which caused the barrel cracked at another syringes.

Event description:
It was reported that a needle brake occurred with a bd solomed¿ 5ml syringe. The following information was provided by the initial reporter, "defect in the syringe body, the barrel broke when pulling the plunger. In the telephone contact on 03/28/2019: clarified that the incident of the syringe cracking when pulling the plunger occurred in only 1 unit of material. The manipulator, when aspirating only air to check if the plunger was working, the body of the syringe ruptured (it was not aspirated any kind of the medicine)."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle brake occurred with a bd solomed¿ 5ml syringe. The following information was provided by the initial reporter, "defect in the syringe body, the barrel broke when pulling the plunger. In the telephone contact on (B)(6) 2019: clarified that the incident of the syringe cracking when pulling the plunger occurred in only 1 unit of material. The manipulator, when aspirating only air to check if the plunger was working, the body of the syringe ruptured (it was not aspirated any kind of the medicine)."